Event description:
It was reported that on the final run, there was an endoleak. The endoleak appeared to be a type iii endoleak with clear jet of contrast filling the aneurysm sac from either the flow divider or the ipsilateral gate. It was relined with a gore cuff and viabahn. The gap by the flow divider was not bypassed and the leak remained.

Manufacturer narrative:
The device was not returned for evaluation. Medical imaging was received and reviewed by the medical director who commented that there was a jet of contrast leaking into the aneurysm sac from the region of the zenith fenestrated aaa endovascular graft distal bifurcated body (zfen-d) bifurcation. The medical director noted that it was not typical for the usual type IV endoleaks seen in patients that are still anticoagulated due to fabric porosity. Those appear as a blush of contrast around the distal component of the device. The medical director stated that this case appeared to be a definite jet of contrast which would possible be caused by a hole in the fabric which could possibly be at the crutch of the bifurcation. The medical director summarised that it is most likely a type iiib endoleak caused by a hole in the fabric possibly from the sewing of the crutch of the zfen-d. Additional information was received from the customer. It was reported that post-op scan showed a clear type 2 with resolution in what appeared to be a hole. The maximum overlap of stents up to the crosshairs and close to the lowest renal stent was achieved at the end of the index procedure. It was reported that there had been no difficulty experienced during deployment of the device. The patient¿s anatomy was not reported as tortuous. It was reported that the physician believed there was a hole in the graft or in the flow divider. The device history record for work order for (B)(4) was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. There were no non-conformances raised or temporary deviations in place at the time of manufacture. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to this complaint issue. Review of the instructions for use (IFU) supplied with the device states: 4.3 implant procedure inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. Section 5 adverse events also notes endoleak as potential risk. A definitive cause could not be determined from the investigation. Possible causes are: - manufacturing related factors (e.g. Fabric or sewing defect). - procedural related factors (e.g. Over ballooning). - patient related factors.

Event description:
It was reported that on the final run, there was an endoleak. The endoleak appeared to be a type iii endoleak with clear jet of contrast filling the aneurysm sac from either the flow divider or the ipsilateral gate. It was relined with a gore cuff and viabahn. The gap by the flow divider was not bypassed and the leak remained.